Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his one touch ultra mini meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began within the past month prior to contacting lfs. The patient manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management routine in response to the alleged product issue. He reported that 2 weeks after the issue began he developed the symptom of ¿low blood sugar¿ due to the error messages. The patient detailed that he was then admitted to ER and received IV glucose treatment from an hcp. The patient denied that he obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient was unable/ unwilling to answer if the alleged product issue had been resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.